Event description:
The complainant alleged that during biomed testing, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and will be providing a follow-up report when our investigation is complete.